Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the wire anchor was dislodged from the distal pierced hole. Per media inspection, it was visible at the distal tip that the anchor was dislodged from the distal pierced hole and the cutting wire was kinked. The device was observed under magnification and the cutting wire was kinked, the anchor was blackened. Additionally, the working length was torn from the distal pierced hole, and the tip was cracked and kinked. No other problems with the device were noted. The reported event of dislodged wire anchor was confirmed. Upon analysis, it was found that the wire anchor was dislodged which could have been generated if the device was bowed without being completely out of the scope. The problem torn working length could have been caused by submitting the cutting wire to tension during the handle actuation,, or possibly, the device was being energized during the handle actuation. Handling and manipulating the device during use, or interaction with the scope can lead to kink the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the autotome rx 44 was inserted into the anatomical site through the endoscope with the aid of a guidewire. It was then noticed that "the device was fractured." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the wire anchor dislodged and cutting wire kinked.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hospital. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the autotome rx 44 was inserted into the anatomical site through the endoscope with the aid of a guidewire. It was then noticed that "the device was fractured." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the wire anchor dislodged and cutting wire kinked.